Event description:
It was reported the pt experienced "a 100% failure of the membrane" following a dental surgery which included a bone graft. The pt experienced pain, discomfort and a bacterial infection. The device was explanted on (B)(6) 2013. "The pt's condition was reportedly good."

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.